Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the device was returned with the tip broken and unusable. The tip fragments were not returned. The handle is intact and undamaged, and the spinning ball on the handle functions as designed. Though the exact cause cannot be identified, the damage appears to be the result of accumulated wear due to excessive forces being placed on the device throughout its lifespan. The remainder of the device is in good condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The relevant drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. Proper use and maintenance for the device(s) are addressed in the technique guide. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery for screw removal from a previous hallux valgus correction procedure of the first metatarsal, the cannulated cruciform screwdriver broke and fell apart at the spinning part of the handle. It was also noted that the head of the screwdriver had broken. All broken pieces and fragments were retrieved and disposed of after the case. None of the fragments remained in the patient. The surgeon was able to remove the 3.0mm cannulated screw without any additional devices. There was no delay in surgery and procedure was completed. The revision surgery relating to the 3.0mm cannulated screw is addressed and reported under a separate complaint, (B)(4). This complaint addresses the screwdriver event only. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.